Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging a cartridge leak. The patient claimed that after performing a cartridge change, she lost prime 5 times within a 2 hour time frame. Upon inspection, the patient noticed insulin leaking from the cartridge. In addition, bubbles were observed in the new cartridge. The patient was going to replace the cartridge with a new one from a different box. No subsequent complaints were reported by the patient. The patient did not allege any harm or injury because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she had a leaking cartridge. There is no evidence, however, that the alleged issue contributed to a serious injury.